Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the left monitor, system interface to emi box cable, emi box to ccp & monitor cable, and both fast scan monitor cables. The system tested and the monitor stays bright.

Event description:
The customer reported that the image on the left screen was too dark.